Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing and an increase in threshold. Rv lead fracture is suspected. The rv lead pacing was set to unipolar and remains in use. No patient complications have been reported as a result of this event.